Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical service manager reported a fair amount of lens tilt following docking prior to laser assisted cataract surgery of the right eye. Following laser treatment it was noted there was a possible tag at five o`clock. After case completion the surgeon noted a radial tear at the five o`clock position. The tear did not affect the intraocular lens implant or placement of it. Additional information was received, the surgeon does not feel he did anything to cause the tear and reports no additional intervention was required. The surgeon request no further follow up.